Manufacturer narrative:
Information referenced the main component of the system and other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. The catheter was returned for analysis. Analysis of the catheter found that the pin connector/collet was detached. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was receiving 10 mg/ml morphine at a dose of 0.482 mg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported that during the procedure on (B)(6) 2016, a collet was picked up gently from the kit and the one fell freely onto the floor. They needed to open a new revision kit for another connector. There were no environmental, external, or patient factors. The issue was resolved and the patient status was alive with no injury at the time of the report. The collet would be sent back. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.